Event description:
Ortho hcv version 3.0 elisa test sytem, kit lot txe367 reportedly produced a false negative test result for a specimen that was initially reactive and reactive when tested with kit lot txe360. Customer was using magic plus instrumentation, no alarms or instrument errors were reported. Customer did not provide od test results for kit lot txe390. Health hazard evaluation is risk of death or serious injury is remote.

Manufacturer narrative:
Ortho hcv version 3.0 elisa test system kit lot txe367 reportedly produced a false negative test result for a specimen that was initially reactive and reactive when tested with kit lot txe360. Customer was using magic plus instrumentation, no alarms or instrument errors were reported. Customer did not provide od test results for kit lot txe360. Bio-rad reports that customer may be inexperienced with performing elisa test and with the equipment used. Customer has requested assistance with the instrument. Specimen sample has been requested for investigational testing.